Manufacturer narrative:
The clinical complaint was adequately investigated. The clinic has not confirmed the lot number used to date. Prollenium has investigated the most recent lots sold to the clinic i.e. 20g008, 20b061, 20b035. The lot number(s) (20g008, 20b061, 20b035) was checked for the similar or any other clinical complaint in the customer complaint log. One complaint was associated with lot 20g008. No clinical complaint was not found in the log associated with the lot number 20b061 & 20b035. The batch record, qc test reports, and training of staff were analyzed and it has been determined that product is within required specifications, and manufactured according to the appropriate procedures.

Event description:
The patient, female contacted prollenium medical technologies on 15-oct-2020. Patient said she was injected with revanesse versa+ into the preorbital rim (tear trough) on the (B)(6) 2020. She had bruising and swelling witch resolved in 10 days, she did not show concerns regarding this and relayed that this was expected. However she has been left with hyperpigmentation - brown/reddish tint under the eyes four weeks post surgery. Manufacturer has attempted to contact the clinic on several occasions since receipt of complaint via email and telephone. Emails sent on 15-oct-2020, 19-oct-2020, 22-oct-2020 and 02-nov-2020. Manufacturer has contacted the clinic via telephone. Medical doctor informed us that she has not kept a record of the lot number sticker. Attempts to procure further treatment information from the clinic has not been successful to date. Manufacturer will continue to contact the clinic. The medical director was contacted and in his response, advises the patient that hyper pigmentation post injection is not caused by ha but rather the inflammation and bruising caused by the injection i.e. Needle. 4 weeks is still very early in the healing response, especially with 10 days of bruising and swelling (inflammation).the patient should return to the treating medical clinic where the medical director can offer options to help reduce the risk of pih ( post inflammatory hyperpigmentation).the patient was contacted, and the medical director's opinion was relayed.